Manufacturer narrative:
A photo was provided for evaluation; however, it has not yet been evaluated.

Event description:
It was reported that a 7" (18 cm) appx 0.72 ml, pressure infusion (400psig) ext set w/microclave®, purple clamp, rotating luer generated a leak during a patient infusion. It was reported that they experienced saline/blood exposure due to the equipment leaking. No exposure to the skin, just the tubing leaking. When the extension set with male luer was attached to the indwelled intravenous (IV) catheter and the saline flush was administered blood and saline leaked at the connection of the extension set and IV catheter. There has been blood exposure to the clothing of the patient. Nurses and techs have said when an attachment is being made to the IV catheter it feels like it is cross-threading and not secure. There was a very small amount of blood loss. The product was not reprocessed or re-sterilized. The issue was noticed during the initial flush post connecting the tubing to the end of the IV hub. Therapy was delayed, they had to put a new extension tubing on and clean up the patient/area prior to taking the patient to be scanned. The defective products were discarded. Sample photos have been provided. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed from the samples returned, the samples were leak tested and all meet manufacturer specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - device available for evaluation: 5/24/2024.